Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from back to back blood tests using truemetrix meter of 120 and 141 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 127 mg/dl and 119 mg/dl . The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/19/2016 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: the customer is concerned with the results of 120 and the 141mg/dl in the meter's memory. Customer has not had any changes in the diet or exercise.